Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, the device delivered an alert for upper out of range high voltage lead impedance. The cause of the high impedance may possibly be due to encapsulation of the superior vena cava coil. There is no indication of lead damage. The superior vena cava coil was excluded through software and the wave form mode was optimized. The patient condition before, during, and after the event was good.